Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had erratic non-invasive blood pressure (nibp) readings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) had erratic non-invasive blood pressure (nibp) readings. The bme received a work order stating that the nipb was not working. After a reboot/reset the pump started working again. However, when the bme tested the device with a pronk set, the nibp reading was consistently changing and not within tolerance. No patient harm was reported. Investigation summary: based on the available information, the device was repaired in-house by the customer. However, there was no additional information provided. Therefore, this complaint could not be confirmed, and the root cause of the reported issue could not be determined. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had erratic non-invasive blood pressure (nibp) readings. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had erratic non-invasive blood pressure (nibp) readings. The bme received a work order stating that the nipb was not working. After a reboot/reset the pump started working again. However, when the bme tested the device with a pronk set, the nibp reading was consistently changing and not within tolerance. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.